Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a cartridge scratched a lens during an intraocular lens (iol) implant procedure. It was suspected that the scratch was due to the inside of the cartridge being deformed and damaged. The surgery was completed without product replacement. The sample is not available because it was discarded

Manufacturer narrative:
Additional information provided. The cartridge was not returned for evaluation. A video was provided. The cartridge and lens preparation are not shown. The cartridge is brought into view. It can be seen back to mid-nozzle that there is no viscoelastic. Viscoelastic can be observed moving into nozzle as the lens is advanced. The lens is advanced to the parting line and the tip is inserted into the incision. The haptic and plunger positions are acceptable. The lens is advanced into the eye. After the lens unfolds, two scrape marks are observed on the posterior surface near the outer periphery (right and left). The lens remains implanted. The customer indicated the use of a qualified 19.0 diopter lens, handpiece and viscoelastic. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The returned video was reviewed. Two scrape marks are observed on the posterior surface near the outer periphery (right and left). The damage observed appears to be related to a failure to follow the directions for use (dfu). This type of damage typically occurs due to a lack of viscoelastic and /or if the lens is delivered too rapidly. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The review of the video indicated an inadequate amount of viscoelastic was placed into the cartridge. A handpiece was used. Per the dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).